Event description:
It was reported that: "the large ao coupling will not disengage to the conical reamer."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.